Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon burst and blood may be in unit. There was no patient harm reported.

Manufacturer narrative:
Additional contact information : (B)(6). A getinge field service engineer (fse) inspected unit and found blood in pim/safety disk and drive manifold. Replaced components (d104-00-0031) drive manifold, d997-00-1178 pneumatic module assy and cleaned up residual blood in cabinet. After startup to test, alarm noise heard and unit wouldn't start in clinical mode. In service mode, found abnormal pressure readings from multiple transducers and couldn't complete manifold or transducer calibrations. Replaced front end board(d670-00-1164) and re-calibrated transducers and manifold. Unit started up normally and remaining inspection/testing was completed. Performed complete calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. There is no patient harm and adverse event occurred.

Event description:
N/a.